Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high control glucose test results. The customer is concerned with control test result from results obtained of 195 mg/dl. The customer's expected fasting blood glucose test result range is 111 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/15/2019 and open vial date is 01/30/2017. Customer's strips are not affected by the voluntary recall. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:195mg/dl and 194mg/dl.